Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose excursion, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and was treated that day by emergency services. During troubleshooting with customer technical support, it was revealed ¿the pump kept alarming after a new battery was installed¿, the pump could not rewind. The pump history was reviewed and a low battery alarm was shown. The reporter was not able to provide further information during the initial complaint. This complaint is being reported based on the allegation that the patient experienced a blood glucose issue associated with a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-mar-2019 with the following findings: a review of the black box showed call service 064, 078, and low battery alarms after the final basal delivery. The daily insulin delivery totals prior to the alarms correctly reflected user's programmed basal rates. The pump electrical current draws were tested and were within specifications. No alarms or power issues occurred during testing. The pump passed delivery accuracy testing and found to be delivering within the required specifications. The pump was opened, and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.